Event description:
It was reported that the right ventricular lead had high capture thresholds and appeared on fluoroscopy to protrude beyond the cardiac silhouette, suggesting the possibility of perforation. The patient also complained of diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.